Event description:
A hospital reported to our distributor that the full face mask seal fell out of the mask. No pt consequence was reported.

Manufacturer narrative:
The complaint device was not returned to us. No lot number was provided. Results: one potential contributing factor may be due to improper fitting of the full face mask onto the pt. Fisher and paykel healthcare marketing have and continue to provide regular in service training across the USA to address the potential for improper fitting. Conclusions: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent separation issues occurring in the future. We are currently implementing an added silicone adhesive stop (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process.